Event description:
It was reported that after implantation procedure, the rate response was programmed and a total loss of ventricular capture occurred afterwards (note that the patient is device-dependent). The physician had to press the emergency button on the programmer to establish the pacing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implantation procedure, the rate response was programmed and a total loss of ventricular capture occurred afterwards (note that the patient is device-dependent). The physician had to press the emergency button on the programmer to establish the pacing.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that after implantation procedure, the rate response was programmed and a total loss of ventricular capture occurred afterwards (note that the patient is device-dependent). The physician had to press the emergency button on the programmer to establish the pacing.

Manufacturer narrative:
Preliminary analysis of the programmer files did not reveal any abnormal device behavior. Some telemetry errors were encountered during the interrogation session.

Event description:
It was reported that after implantation procedure, the rate response was programmed and a total loss of ventricular capture occurred afterwards (note that the patient is device-dependent). The physician had to press the emergency button on the programmer to establish the pacing.